Manufacturer narrative:
Per the user guide: always remove all air bubbles from the system before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the fill tubing step, the insulin exited the tubing in beads. Blood glucose (bg) was 293-493 mg/dl and the contact assisted the customer by delivering a bolus after changing the tubing to address the bg level. During troubleshooting, no issues were identified and the cartridge with humalog was changed every 4th day. Tandem technical support informed the contact that novolog was labeled for 72 hours with the cartridge. The contact thought that the air removal step may not have been performed.